Event description:
It was reported that the cuff was damaged and there was a water leak gradually during pre-test of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cuff was damaged and there was a water leak gradually during pre-test of foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Received (4) photo samples. The first photo sample shows the overview of the all-silicone temp sensing foley catheter with sample port connector and syringe. The second photo shows the catheter balloon. The third photo shows the inflation valve. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted no physical damages present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no leaks present. Deflated balloon with returned syringe; deflated passively in under 5 minutes: 3 min and 14 seconds. The reported event was not confirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.